Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment and stent damage occurred. A 32 x 3.50mm promus premier¿ drug eluting stent was selected for use and advanced but failed to cross the lesion despite the use of a non-bsc guide extension catheter for additional support. The physician have decided to abandon the case and reschedule the procedure; however, during withdrawal, the promus premier¿ stent was dislodged into the guide catheter and was crumpled. Everything was successfully removed from the patient. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system was returned for analysis. No issues were noted with the profile of the devices tip. The guide catheter involved in the complaint incident was not received for analysis. The stent was received mounted onto the distal tip and the guidewire of the device. The stent of the device was severely distorted across its length. This type of damage is consistent with meeting an obstruction during the withdrawal of the device. It was specified that the stent was crumpled during the withdrawal of the device from the patient. The balloon material was severely accordioned. This damage is consistent with the balloon meeting a resistance or an obstruction during the withdrawal of the device. A visual and tactile examination found that the shaft polymer extrusion was severely kinked between 15 and 36mm proximal to the guidewire exchange port. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment and stent damage occurred. A 32 x 3.50mm promus premier¿ drug eluting stent was selected for use and advanced but failed to cross the lesion despite the use of a non-bsc guide extension catheter for additional support. The physician have decided to abandon the case and reschedule the procedure; however, during withdrawal, the promus premier¿ stent was dislodged into the guide catheter and was crumpled. Everything was successfully removed from the patient. No patient complications were reported and the patient's status was stable.